Event description:
Additional information received indicated the issue was resolved by explanting and replacing the device.

Manufacturer narrative:
The reported event of longevity estimate anomaly was confirmed. The device was received in eri, and the impedance trend showed fluctuation consistent with the longevity data anomaly. The session records provided confirmed the longevity data anomaly. The patient was exposed to x-ray 4 times during the implant duration, which is consistent with data corruption within the device resulting in the reported longevity data anomaly. Device output and stress tests were performed and no anomalies were found. The device was cut open to perform additional analysis. The device was monitored overnight, and accelerated battery measurements were collected. The collected battery voltage and longevity data were normal. Longevity assessment was performed, and the device exceeded the projected longevity.

Event description:
During follow-up, increased estimated longevity due to a false battery measurement was observed. The issue will be resolved by explanting and replacing the device. The patient was in stable condition.